Manufacturer narrative:
Reliability analysis deemed that analysis was not required for the expired sealed sensors, which expired on 12/25/2013. Reliability analysis inspected 1 opened/used sensor and performed a visual inspection; it was found that the tip of the sensor cannula was bent, and the insertion needle failed per specifications due to the needle being bent. Failure analysis was unable to confirm whether the customer had received the sensor damaged, due to customer returning the product opened/used.

Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor cannulas were bent. The blood glucose reading was 47 mg/dl, which was treated with food. The customer stated that she had been having low blood glucose for just that day. She noted that she was putting in a new sensor and found 2 of them kinked up; she stated that she was trying a third one. She stated that she had relations in the morning and was sure that was why her blood glucose was low; no further clarification was given. She noted that the sensors she had used were expired. Advised replacement of the expired sensors. Nothing further reported.